Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that approx 3 months post-implant of the lvad, the hospital suspected thrombus in the device and subsequently made a decision to exchange the lvad with another lvad. The pt was discharged home post pump exchange and remains ongoing on lvad support w/o any further issue.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is complete.